Manufacturer narrative:
This device, a bipapa30 was manufactured on 01/24/2012 which is prior to UDI requirement implementation.  This device does not have a UDI and no UDI will be listed in this report.

Event description:
A bipap a40 device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the assembly. Additionally, the service technician noted additional findings of dust/dirt contamination. The technician also noted that the pca needed to be replaced and the error log could not be extracted due to the device being unable to read the sd card. The device was scrapped by the service center after the evaluation was completed.